Event description:
The customer reported the +19.5 diopter cc4204a collamer single piece lens tore upon insertion. The lens was removed w/o widening the incision and another same model/diopter lens was implanted without any patient injury.

Manufacturer narrative:
Method: (evaluation method) - device history review. Result: (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Conclusion: (unable to confirm): based on the complaint history, product evaluation, lens work order search, medical and device history reviews, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Concomitant medical products: collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Evaluation method: lens work order search. Results: visual inspection of the returned lens showed the lens was received in two pieces and one haptic and a piece of the other one was torn off and missing. A lens work order search was performed and there were three similar complaints found. Conclusion: based on the complaint information, lens work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Reportedly, single-piece collamer iol tore during insertion requiring intraoperative lens removal. Incision was not enlarged and no other tissue damage was reported. No reported postoperative sequelae. According to the report by a nurse, dated on (B)(6) 2014, the most likely cause of the event was unknown. Based on the complaint history, work order search, product evaluation, and medical review, a specific root cause of the event could not be determined. (B)(4).